Manufacturer narrative:
(B)(4). Long and detail has no data before june, sw 2.8c, retainer ring = clear customer complained that she gets no delivery alarms, her battery depletes fast and her contact on the battery cap broke off. The crest software was utilized, and the history download was downloaded using thus software with both being successful. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No unexpected delivery/occlusion alarms or insulin flow blocked alarms noted during testing or in the history download on event date of (B)(6) 2021. The force sensor was tested outside of the device and passed. No unexpected charge/battery lasts less than expected anomalies or battery alarms/alerts/anomalies noted during testing or in the history download on event date of (B)(6) 2021. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, missing display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked retainer, cracked case at belt clip rail corner, cracked reservoir tube lip and scratched case. Unit received with partially broken off battery cap heat stake posts. Moisture damage on motor assembly, force sensor assembly, display assembly and electronic board stack noted during visual inspection of the electronics. Charge/battery lasts less than expected anomaly and battery alarms/alerts/anomalies were not confirmed. No delivery alarms/occlusion anomalies and insulin flow blocked alarms were not confirmed. The battery cap was confirmed damaged and retainer was damaged during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarms, metal piece fell off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.